Event description:
Rptr had two surgeries involving breast implant ruptures. The first implants were manufactured by another co; the second implants were this co's (causing severe itching, rash on side of rupture). Rptr presently has a 3rd co's implants that are leaking and feel 'unnatural'. Rptr has had four surgeries total. (Same rptr referred to in 1002247 and 1002249.) S